Event description:
It was reported that an ilet screen was shattered when the user accidentally closed a car door on the device, resulting in physical damage to the display and necessitating device replacement. Symptoms included none, and blood glucose was reported as unaffected. Outcomes included a temporary interruption of ilet therapy with use of backup therapy until a replacement arrived, and continued cgm use with phone or receiver. Investigation included complaint intake review and verification of the device serial number, replacement logistics, and instructions for data sync, device shutdown, return shipping, and re-initiation on the replacement device. Investigation of this device revealed mechanical impact damage to the display assembly consistent with user-inflicted external force, with no indication of device malfunction. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.